Manufacturer narrative:
(B)(4).

Event description:
Overnight after the refill, the patient became acutely diaphoretic, had an altered mental status and increasing abdominal pain. On admission the patient also had acute abdominal distention and suspected ogilvie syndrome. The patient was in shock and required norepinephrine and vasopressin infusions for blood pressure support. The patient was extubated on (B)(6) 2014 and found to have mild delirium. His course was complicated by impressive constipation for which he required manual disimpaction. The patient was re-evaluated by the pain team and there was no concern for pump malfunction. They aspirated the reservoir of the pump at that time reporting 37 ml which was the volume expected given the last refill date. The event was ultimately attributed to aspiration pneumonia. The patient had been feeling well since the event.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the health care provider¿s (hcp) service on the event date after being brought to the emergency department by his daughter who was concerned with his deteriorating mental status and somnolence. There was no evidence of flaccid or rigid extremities. He was found to be in hypercarbic respiratory failure with a pco2 (carbon dioxide) level over 100. The patient was intubated and brought to the micu (medical intensive care unit) where he eventually required norepinephrine and vasopressin infusions for blood pressure support. These had been modestly titrated down since then. The patient had a comprehensive sepsis work-up that was negative and a tte (transthoracic echocardiogram) showed no evidence of cardiomyopathy or cardiogenic shock. The micu obtained hospital records and noted the patient had an itp (intrathecal pump) infusing baclofen and bupivacaine and therefore contacted an interventional pain fellow from the hospital. The patient had undergone a pump refill on (B)(6) 2014 the afternoon before his admission. At that time, the infusion rate was decreased by 10 percent due to a complaint of weakness. The rate being decreased due to the weakness pertains to and is captured in a different event. There were no changes in concentration or any boluses given. There was no indication in the nursing, fellows or attending¿s notes that pump access was difficult. It was noted that 2.8 cc of medication had been aspirated from the reservoir before refill with 40 cc of new medication. The concentration of the medication was baclofen 2000 mcg/ml and bupivacaine 24 mg/ml. His dosing was decreased from baclofen 900 mcg/day to 820 mcg/day. The micu was concerned that he may have had an overdose of baclofen via his pump over infusing or as one of the hcp¿s had suggested form possible inadvertent subcutaneous administration of the new medication outside of actual pump. It was reported that given the fact that there was a decrease in his infusion rate along with the usual checks and balances ensuring that concentration and programmed rate were accurate, it was unlikely that he was given an inadvertent overdose intrathecally. It was noted the patient had multiple refills without issue since his last pump revision in (B)(6) 2013. Refer to manufacturer report # 3004209178-2014-10106 for the pump revision. It was also noted an infusion rate that is higher than what was programmed due to a pump malfunction was extremely rare and ¿is generally never more than a 20% increase¿. The comment regarding ¿generally never more than a 20% increase¿ pertains to and is captured in a different event. Refer to manufacturer report # 3007566237-2014-01526. The patient had multiple dose adjustments in the past without evidence of incorrect pump programming or pump malfunction. It was reported ¿in the unlikely event that his mix was administered partially or in full subcutaneously in the pocket surrounding the itp, the maximum dose of baclofen that could have been administered is 80 mg which in a patient who has been on high doses chronically is not enough to cause his current symptoms¿. It was noted however the maximum dose of bupivacaine that could have been administered, 800 mg, was extremely high and almost certainly cardiotoxic should it have been absorbed. It was reported since the patient had no evidence of high dose local anesthetic toxicity, seizures, arrhythmias, and/or asystole), it was unlikely that his medications in the pump did not make it into his pump during the last refill. Another hcp assured the hcp reporting the event to the pump managing hcp that per that hcp¿s legal counsel, the hcp could have emergency privileges to come and turn of the pump or at least put it on its minimal settings. The hcp said that he couldn¿t given the fact that he was covering the consult service ¿for our hospital¿. The hcp also had stated he didn¿t think the patient¿s current critical state was from a systemic or intrathecal overdose of his baclofen or bupivacaine and that acutely stopping his intrathecal baclofen infusion could complicate his picture further by inducing baclofen withdrawal and the potential for further autonomic instability. It was reported that since the patient¿s vasopressor requirement was not increasing and his clinical status remained stable, the hcps agreed that ¿our teams¿ would touch base in the morning. The information was also passed on to the inpatient pain fellow who would be covering the case the rest of the week. All hcp¿s involved in the patients care including the managing hcp were briefed on the situation and agreed with the tentative plan. It was further reported, when it was asked by the pump managing hcp if they looked for a pulmonary embolism, that they ¿did a CT (probably with contrast) and an echo and didn¿t mention anything¿. A session data report was provided from when the pump was interrogated on (B)(6) 2014 at 14:17. No error messages or abnormal findings appeared. At the time of interrogation, the reservoir volume was listed as 3.1 ml with a low reservoir volume alarm of 2.0 ml. At the time of interrogation, the device had delivered baclofen 2,000 mcg/ml at a dose of 901.4 mcg/day and bupivacaine 24 mg/ml at a dose of 10.817 mg/day. It was later reported that the pump was interrogated on (B)(6) 2014 and there were no alarms or motor stalls noted. The patient was awake but confused waiting transfer to his implanting hcp hospital. It was reported ¿the pump must be emptied to determine if there is an overinfusion or if the volume is correct. Ideally the drug should be replaced with new drug¿. It was noted that compounded drugs didn¿t have lot numbers that the device manufacturer representative could track. No other troubleshooting was done. There were no printouts or explanted products. The device manufacturer representative had no further information at the time of report. Additional information has been requested, but was not available as of the date of this report.